Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: novel management for stuck mechanical aortic valve leaflet following bentall with bovine aortic arch.

Event description:
The article, "novel management for stuck mechanical aortic valve leaflet following bentall with bovine aortic arch", was reviewed. The article presented a case study of an 82-year-old female patient with treated breast cancer, chronic atrial fibrillation, type 2 diabetes mellitus, stage 3 chronic kidney disease, and left ventricular systolic dysfunction with an ejection fraction of 40%. It was reported that on an unknown date, an unknown 21mm st. Jude/abbott mechanical heart valve was chosen for aortic valve replacement with concomitant bentall procedure. It was reported 10-years post-procedure, patient presented with progressive shortness of breath, pulmonary congestion, and low blood pressure and was urgently admitted to the hospital. Patient admitted missing several warfarin doses though her international normalized ratio was with the therapeutic range. Transthoracic echocardiography (tte) revealed a left ventricular ejection fraction of 40%, severe aortic regurgitation, and high transvalvular gradients with one immobile leaflet. 4d transesophageal echocardiography and fluoroscopy confirmed diagnosis of a stuck leaflet due to device-related thrombus. Patient was initially started on low-dose alteplase via slow infusion over 6-hours followed by ultraslow infusion over 25-hours but failed to resolve the leaflet obstruction. Patient's condition deteriorated with worsening hypoxia. A decision was made to perform percutaneous intervention utilizing coronary balloons to mobilize the stuck leaflet. Post-intervention, patient status was reported hemodynamically stable with resolution of heart failure symptoms. Fluoroscopy confirmed leaflet mobility both on post-operative day 1 and at 1-year. The patient remained clinically well with no hospital admissions for over 18 months. [The primary and corresponding author was khalid ibrahim amber, department of cardiology, najaf cardiac center, kufa road, najaf, iraq, with corresponding e-mail: khalidamber4@gmail.com].

Manufacturer narrative:
As reported in a research article, novel management for stuck mechanical aortic valve leaflet following bentall with bovine aortic arch. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: novel management for stuck mechanical aortic valve leaflet following bentall with bovine aortic arch

Event description:
N/a